Event description:
Customer reported on a bravo ph capsule that failed to attach. The patient was not injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental. Evaluation summary: one capsule were returned to medtronic for evaluation. The delivery system was not returned for investigation. The capsule was investigated visually for external damage. The trocar needle was advanced. The device did not have any signs of tissue or blood on it. The capsule electrodes were visually acceptable. As the product was received, the device functioned per specification.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. A biopsy was performed during this esophageal procedure and it seemed as though the patient may have had an abnormal esophagus. The device operator has been performing this procedure for three weeks. Lubricant was not used to facilitate capsule placement. No known adverse events were reported.